Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level this morning. The customer's blood glucose level was in 500's mg/dl and customer get it came down. It was unknown whether customer was using auto mode feature on insulin pump at the time of incident. The customer declined documentation. The insulin pump will not be returned for analysis.